Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Representative 22g insyte autoguard units were received in sealed packaging from lot #4229661. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: (B)(6)2025: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Unknown. Please describe the specific issue found as defective. While trying to retract the needle from the catheter, the catheter was stuck. The nurse pulled back on the needle while holding the catheter and blood squirted out of the catheter. The nurse was concerned with blood getting on the nurse and patients. Om# (B)(4) cat# 381423 lot number 4229661.

Manufacturer narrative:
Additional information of fa#.